Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high shock impedance out of range. Technical services (ts) was consulted and didn't note any noise signals or oversensing. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).